Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent dislodged inside the pt. The target lesion was in an unspecified iliac location. An express-biliary ld, pmtd, 8.0x40x75cm stent was advanced to treat the target lesion. "While placing" to stent, the stent dislodged and became lodged in an unspecified iliac location. The physician attempted to move the stent with the balloon. The balloon was unable to be retrieved. The pt was sent to vascular surgery to remove the stent. Despite multiple requests for additional info, no additional info has been received.